Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the infusion from a cataract cassette was running too quickly. It is unknown when the event occurred. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: as the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. Only the admin and probe manifolds were returned for visual and functional testing. Upon visual inspection the grey connector on the admin manifold was missing the inner barb inside the luer. There was no indication of any type of stress induced fracture where the inner barb was missing. The missing components were replaced with those from labstock and the sample was tested on a constellation console only a drip of water was observed from the drip chamber to the cassette and the console generated system message, infusion prime failed. The grey connector connects to the pressurization source air to bottle and will drive fluid flow from the bss bottle from the drip chamber to the cassette. The observed defect will inhibit fluid flow to the cassette and result in the customer's experience. The root cause of the customer's complaint is related to a short shot that occurs during the molding process of the component which will result in material deformity.